Event description:
Meter was set to the incorrect date and time. The relative contacted the doctor for advice and was advised to call lifescan. The customer care representative walked the relative through resetting the date and time setting; the date and time remained incorrect. The patient neither alleged harm nor experienced injury or medical intervention. Based on the unresolved date and time issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.